Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out-of-range pacing impedances of greater than 2000 ohms during a device upgrade procedure. No additional adverse patient effects.